Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: water damage to main body and scope mount corrosion. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the camera head had poor image quality and suspected disconnection during set up / inspection for use (during set up in room / before patient in room). There were no reports of patient involvement.